Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any piece(s) of the needle fall into the patient¿s tissue? Was the needle piece(s) retrieved? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Were x-rays taken to locate the needle piece(s)? At what location was the needle found? Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located? If retained, what is the surgeon's opinion of consequences to the patient? What in the physicians opinion are the factors contributing to the event?

Event description:
It was reported that a patient underwent a complete amputation procedure on (B)(6) 2018 and suture was used. During the procedure, upon suturing, the needle broke into two. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). Additional: five retain samples of the needles for each mrn were retrieved for analysis. No defects were observed in the retain samples. These retain samples were tested for % stiffness & ductility and found to meet specification.